Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to flexion contracture (could not bend her knee due to soft tissue impingement). A size 4 triathlon cr femoral component and size 4 triathlon cs insert were revised. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.